Event description:
It was reported during a laparoscopic cholecystectomy the clips were falling out of the jaws of the er320. They were able to complete the case with the device. There was no consequence to the pt.